Event description:
High blood glucose was reported by the customer, with the exact value not specified but described as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump and conducted a site inspection with instructions from customer support. Technical support recommended consulting a healthcare professional for further discussion on what might be affecting blood glucose levels, and the customer was advised to replace supplies as needed and continue insulin therapy.